Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The devices battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this device was explanted and a new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The device's battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this device was explanted and a new device implanted. No additional adverse patient effects were reported. Information from the field indicates the shocks delivered were appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The device's battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this device was explanted and a new device implanted. No additional adverse patient effects were reported. Information from the field indicates the shocks delivered were appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). No additional adverse patient effects were reported.